Event description:
This happened during the procedure and inside the pts body. The victory 18 wire had trouble and had a difficult time going through the rubicon 18 catheter. They tried a smaller wire which was the victory 14 using a smaller rubicon 14 catheter and the same thing happened. When they tried to put these wire through the catheters, the coating of these wires peeled off. The physician noted that there was an issue, so he pulled everything out then save the wires and disposed the catheters. They used a quick cross catheter with a new victory wire of the same model and size and it went fine with no pt complication.

Manufacturer narrative:
The investigation is ongoing.